Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the site contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that they had no monopolar energy. Prior to calling in, they had replaced the grounding pad, used two different instrument cords, power cycled the integrated electrosurgical unit (iesu), and tried both ports along with multiple instruments with no change. The site switched to the external force triad generator and continued with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have no failures. The unit was placed on an in-house system. The unit energized and cauterized, and all ports recognized instruments. The error log contains various m-0b and c-00 errors. There is also an m-02 error, which is usually a hard failure. The complaint was not confirmed based on the field evaluation/failure analysis.